Manufacturer narrative:
Concomitant products: product ID 37746, serial # (b)(46), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported a loss of therapy that started in (B)(6) 2015. There was a sudden extreme pain in both arms, though the right arm was worse. This was the same nerve pain that the stimulation typically covered and it covered the whole arm from the shoulder to finger tips. It was noted the patient had not had any recent falls, only had one shortly after implant. However, the patient said that she did have the device checked afterwards. When the device was checked with the patient programmer it showed the stimulation was on. The patient did not have the ability to change stimulation and did not have more than group a. The patient had already increased the setting up to triple her usual setting and that had not helped. It was noted the patient had a cat scan that did not reveal any changes. The patient had already requested the healthcare provider (hcp) office to invite a manufacturer's representative. Relevant medical history included cervical radiculopathy and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.